Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with error code 814:04 on channel b was confirmed during product evaluation in the pump's event history. This condition was caused by a defective channel b air in line printed circuit board (ail pcb). The channel b ail pcb was replaced to correct the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with 814:04 error code on channel b; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.